Event description:
It was reported that the patient felt there was no lubricant while inserting and felt catheter was swelling inside the patient. Also customer had catheter for few days and felt need to take out and supposed there was a change in product. Per follow up via phone on (B)(6) 2021, the customer noted that the catheter starts sticking to the patient inside the urethra after about of week of use and gets worse as time progresses. It was noted that 2 used samples will be sent for evaluation.

Manufacturer narrative:
The reported event was inconclusive due to poor sample. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be coating degradation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt there was no lubricant while inserting and felt catheter was swelling inside the patient. Also customer had catheter for few days and felt need to take out and supposed there was a change in product. Per follow up via phone on (B)(6) 2021, the customer noted that the catheter starts sticking to the patient inside the urethra after about of week of use and gets worse as time progresses. It was noted that 2 used samples will be sent for evaluation.